Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) due to infection. The infection was cleaned and treated with antibiotics. A new tactra malleable penile prosthesis was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The pump and cylinders were visually and microscopically inspected. The first cylinder had a small leak consistent with explant damage. No damage was identified in the pump or second cylinder. The reported patient symptom of infection is a known risk associated with implant of these devices and is noted as such in the instructions for use (IFU).

Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) due to infection. The infected area was cleaned and treated with antibiotics. A new tactra malleable penile prosthesis was implanted. There were no patient complications reported.